Event description:
Related manufacturer reference number: 2017865-2022-03702. It was reported that the asymptomatic patient presented during follow-up in clinic. Upon interrogation of the pacemaker, it was observed that there were episodes of inappropriate automatic mode switch caused by right atrial and right ventricular lead noise oversensing. No intervention was performed. The patient was in stable condition.